Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during use at the customer facility, on (B)(6) 2025, the patient was connected to a manual system, which had difficulty infusing and no drainage. On the same day, an abdominal x-ray was requested and revealed a fractured and dislodged catheter inserted via the left iliac fossa, which had fragmented at the deep subcutaneous/muscle wall level. Cephalic displacement of the fractured segment was observed, with a 17 mm (millimeters) separation (diastasis) between fragments and the distal end projected into the pelvic cavity. On (B)(6), the patient underwent surgery in the operating room to remove the fractured catheter. A pd (peritoneal dialysis) catheter was evident in situ, with images showing a cut at the subcutaneous level. A left paramedian incision was made on a previous scar using a cold scalpel. The surgeon deepened the incision with an electroscalpel and performed plane dissection of the subcutaneous cellular tissue. The cut distal end of the pd catheter was identified and externalized using a mosquito forceps. A new adult catheter from the same manufacturer was inserted on the right side, with satisfactory patency tests. On (B)(6) 2025, the patient began graded peritoneal dialysis in the hospital with a functioning catheter. On (B)(6) 2025, the patient was discharged from the hospital. On (B)(6) 2025, the patient resumed home dialysis under close medical and nursing supervision. No additional medical intervention beyond the catheter replacement.

Manufacturer narrative:
H3 evaluation summary: mozarc medical conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted that one catheter with a separation in its cannula, between its cuffs. There appeared to be no abnormalities with the device. It was reported that there was an insufficient flow issue and a hole on the catheter shaft. The reported issues were confirmed. The most likely cause could not be established from the information available. The issue can occur when it was dislodged by the patient during movement which could have led to the break. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The involved device was not returned. A different image was submitted that was not related to the complaint. A comprehensive examination could not be performed, because the returned sample was not received in a state that allowed full functional or visual assessment. It was reported that there was an insufficient flow issue and a break on the catheter shaft. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during use at the customer facility on (B)(6) 2025, the patient was connected to a manual system that had difficulty infusing and did not drain. Infusion was slow, and a syringe was not used. There was no blood return prior to syringe flushing. In the manual system, 0.5 cc (cubic centimeters) of heparin was used in 2 l (liters) of the competitor's peritoneal dialysis solution. The reverse flow was not successful, as attempting to drain displayed vibration in the drainage line and did not drain. On the same day, an abdominal x-ray was requested and revealed that the catheter, inserted via the left iliac fossa, was in place but was fractured and dislodged. It did not completely exit its intended left iliac fossa insertion site. There was fragmentation at the deep subcutaneous/muscle wall level and between both cuffs. Cephalic displacement of the fractured segment was observed, with a17 mm (millimeters) separation (diastasis) between the separated edges/fragments and the distal end projected into the pelvic cavity. The patient had pain and an inability to dialyze. On (B)(6) 2025, the patient was hospitalized due to this incident and underwent surgery in the operating room to remove the fractured catheter. A pd (peritoneal dialysis) catheter was evident in situ, with images showing a cut at the subcutaneous level. A left paramedian incision was made on a previous scar using a cold scalpel. The surgeon deepened the incision with an electroscalpel and performed plane dissection of the subcutaneous cellular tissue. The cut distal end of the pd catheter was identified and externalized using a mosquito forceps. A new adult catheter from the same manufacturer was inserted on the right side, contralateral to the fractured catheter insertion site, with satisfactory patency tests. On (B)(6) 2025, the patient began graded peritoneal dialysis in the hospital with a functioning catheter. On (B)(6) 2025, the patient was discharged from the hospital, and the patient¿s pd treatment was completed with the new catheter. On (B)(6) 2025, the patient resumed home dialysis under close medical and nursing supervision. No additional medical intervention beyond the catheter replacement. The cleaning agents typically used to fully clean the catheter were saline solution and chlorhexidine aqueous. No ointments were used in the exit port. The wound dressing used was non-woven gauze pads, and these dressings did not include any cleaning agent or antimicrobial properties. Daily care was performed. The cleaning agents never changed over the life of the catheter. No other products were used with the device. Nothing unusual was observed on the device before use, and there were no other defects or damage found on the product. There was no leak, no blood loss, and no blood transfusion required. The patient¿s condition after the treatment was stable.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. H3 evaluation summary: mozarc medical conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted one catheter that had visible signs of use and a cut below its cuff. No other abnormalities with the returned device. It was reported that there was an insufficient flow issue. The reported issue could not be confirmed. The most likely cause could not be established from the information available. It was also reported that there was a break on the catheter shaft. The reported issue was confirmed. The most likely cause could not be established from the information available. This issue can occur if it was dislodged during movement, causing stress at the cuff. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all mozarc medical quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: a1, a2, a3b, b5, d6a, e3, g3, h6, h6(removed - a010402). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during use at the customer facility on (B)(6) 2025, the patient was connected to a manual system that had difficulty infusing and did not drain. Infusion was slow, and a syringe was not used. There was no blood return prior to syringe flushing. In the manual system, 0.5 cc (cubic centimeters) of heparin was used in 2 l (liters) of the competitor's peritoneal dialysis solution. The reverse flow was not successful, as attempting to drain displayed vibration in the drainage line and did not drain. On the same day, an abdominal x-ray was requested and revealed that the catheter, inserted via the left iliac fossa, was in place but was fractured and dislodged. It did not completely exit its intended left iliac fossa insertion site. There was fragmentation at the deep subcutaneous/muscle wall level and between both cuffs. Cephalic displacement of the fractured segment was observed, with a17 mm (millimeters) separation (diastasis) between the separated edges/fragments and the distal end projected into the pelvic cavity. The patient had pain and an inability to dialyze. On (B)(6) 2025, the patient was hospitalized due to this incident and underwent surgery in the operating room to remove the fractured catheter. A pd (peritoneal dialysis) catheter was evident in situ, with images showing a cut at the subcutaneous level. A left paramedian incision was made on a previous scar using a cold scalpel. The surgeon deepened the incision with an electroscalpel and performed plane dissection of the subcutaneous cellular tissue. The cut distal end of the pd catheter was identified and externalized using a mosquito forceps. A new adult catheter from the same manufacturer was inserted on the right side, contralateral to the fractured catheter insertion site, with satisfactory patency tests. On (B)(6) 2025, the patient began graded peritoneal dialysis in the hospital with a functioning catheter. On (B)(6) 2025, the patient was discharged from the hospital, and the patient¿s pd treatment was completed with the new catheter. On (B)(6) 2025, the patient resumed home dialysis under close medical and nursing supervision. No additional medical intervention beyond the catheter replacement. The cleaning agents typically used to fully clean the catheter were physiological serum and chlorhexidine aqueous. No ointments were used in the exit port. The wound dressing used was non-woven gauze pads, and these dressings did not include any cleaning agent or antimicrobial properties. Daily care was performed. The cleaning agents never changed over the life of the catheter. No other products were used with the device. Nothing unusual was observed on the device before use, and there were no other defects or damage found on theproduct. There was no leak, no blood loss, and no blood transfusion required. The patient¿s condition after the treatment was stable.